Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the spare lamp was not working and error "e103" occurred. The problem, as reported to olympus, was identified during an inspection of the device. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned from the facility. Based on the results of the legal manufacturer's investigation, it was pointed out that the phenomena: (1) spare lamp error e103 display; (2) spare lamp display on the front panel flashes; (3) spare lamp is operating, but the main lamp is not illuminated, were all caused by a converter failure. There is no description of the cause of the failure of the converter. Olympus will continue to monitor field performance for this device.